Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's physician reported via phone call that customer was hospitalized due to diabetic ketoacidosis and hyperglycemia on an unknown date. The customer's blood glucose level at the time of incident was 506 mg/dl. The customer experienced symptoms such as abdominal pain and vomiting. The insulin pump will not be returned for analysis.